Event description:
It was reported that during the preparation for surgery the camera head broke. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "no option to white balance white balance camera head" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found bad connector pins. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad ccd and the most probable cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for surgery the camera head broke. There were no reports of patient harm.